Event description:
Pt reported that 2 1/4 years ago he had a gore bio - a hernia plug implanted during hernia repair surgery. He had constant groin pain after the surgery and about a month after sneezed and felt a pop. He reported the incident to his physician and he told him that nothing was wrong. Later he had a second opinion and this surgeon allegedly suspects that the pop may have indicated an issue with the plug. Two years after implantation he began having bowel issues to include constipation. His hernia had also returned. Nine weeks ago he had a laparoscopic hernia repair. During the procedure the surgeon saw no sign of the plug. The plug is supposed to absorb 6 months after implantation. The pt's bowel issues subsided after the repair but he continues to have pain.